Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for right side "minimal amount of peri-prosthetic fluid, without collections", "sparse cysts ". The device remains implanted. Treatment: painkillers and anti-inflammatories.